Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 70 mg/dl. Customer stated they had dropped their insulin pump prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to the dome switches misaligned and not making contact with the keypad traces. The functional testing could not be performed due to the unresponsive button. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.